Event description:
Reported by patient as, "it seems that my port has become disconnected from the tubing". Event clarified as a leak.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event has not yet responded to requests for further info in regards to this device. If the device is returned, visual examination may confirm or determine another connector type associated with this report. Inamed has not rec'd the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."